Manufacturer narrative:
(B)(4).

Event description:
It was reported that in nephrology when removing the swg from the pt, resistance was met resulting in the unraveling of the wire. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no reported death or complications to the patient as a result of this occurrence.